Manufacturer narrative:
Due to character limit: e1(event site address)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine inspection that a cardiosave intra-aortic balloon pump (iabp) had an unresponsive touchscreen. No patient involved.

Manufacturer narrative:
Updated fields: b4,d9,g3, g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected fields:b5, h6(medical device problem code). A getinge filed service engineer (fse) evaluated the unit and found that when powering on the machine, the touchscreen does not respond, and a power up test fails 6 alarm. After attempting to replace the assembly, lcd display, it was found that after the replacement, the touchscreen could be calibrated and functioned normally.

Event description:
It was reported during routine inspection that a cardiosave intra aortic balloon pump (iabp) had an unresponsive touchscreen after power on and displayed the power up test fails code 6 error. No patient involved.